Manufacturer narrative:
Investigation: the complaint was investigated for a z6ms probe ID is being read incorrectly. The transducer was returned and investigation was performed. The transducer passed all the tests and the probe ID + acquisition error 0 alleged by the customer could not be reproduced. After a review of the log files, the probable cause was determined as either the mpi board/connector or the probe or probe connector issue; this could be due to improper cleaning technique used by customers. It was recommended that the customers handle the transducers carefully. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during a cardiac surgery procedure, the transducer probe ID was being read incorrectly and "not supported" error occurred. The user tested the transducer on another port of the same system and other systems and a v65m transducer but the issue remained. After the user replaced the transducer to a z6ms, the procedure was completed without rebooting the system. There was no loss of data and there was no patient adverse event reported. No additional information was provided.